Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp confirmed that the device or therapy did not cause or contributory with respect to the prolapsed uterus. When asked about the current status of the device, the hcp stated that the therapy was on and it was delivering therapy. The stimulator was reprogrammed to program 3 at 1.2 as a device or therapy- associated interventions or diagnostics. When asked about the patient's outcome, the hcp stated that the patient's discomfort went away with persistent light vibration sensation. When asked the hcp to clarify the statement of "they turned off the therapy because their uterus had prolapsed, and they were feeling stimulation in the perianal area", the hcp stated that the they did not feel any stimulation in perineal area after turning off the stimulation. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that since probably wednesday, they had felt constant stimulation in their peroneal area. Patient reported feeling pressure.  Patient said they had changed the intensity of their therapy down to 1.7, but they didn't know if it was the manufacturer's device or the uterus that was causing the stimulation. Patient spoke to their healthcare provider about this issue and was told to call patient services. Agent reviewed role of patient services and offered to review how to communicate with patient's therapy settings, but patient said they were familiar with how to do that and had been doing it all weekend trying to get some relief. The patient was redirected to their health care provider to further address the issue. Additional information was received from patient. It reported that they turned off the therapy because their uterus had prolapsed, and they were feeling stimulation in the perianal area. Their doctor advised them to turn off the device until they could see their gynecologist on thursday. Additional information was received from health care professional. The cause of the constant stimulation in patient's peroneal area was unknown. The most likely caused or contributed to the issue was possible overstimulation from stimulator. To resolve the issue programming changed from program 3 at 1.7 to program 3 at 1.2. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.